Manufacturer narrative:
The investigation for the reported thrombus has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Biomaterial was observed on the pump at the time of pump removal. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus could not be determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was escalated to an impella ld from an impella cp for mechanical circulatory support. It was reported after the impella ld was weaned and explanted, the medical team found a clot in the graft connected to the aorta. There were no medical intervention required.